Event description:
It was reported that noise was observed on the ventricular channel. Inappropriate therapy was delivered. Lead connection issue suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. Only a partial lead was returned, measuring 12.5cm from connector pin.